Manufacturer narrative:
The nihon kohden (nk) employee field representative reported that the central nurses station's (cns) backup battery did not keep it powered on after they unplugged the unlimited power supply (ups). Then the cns would not boot past the windows bios screen and sometimes would show a bios bluescreen error message. They tried hdd troubleshooting with both drives and bypassing the ups by plugging it in directly to the wall outlet, but the issue persisted. No device damage or patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. .

Event description:
The nihon kohden (nk) employee field representative reported that the central nurses station's (cns) backup battery did not keep it powered on after they unplugged the unlimited power supply (ups). Then the cns would not boot past the windows bios screen and sometimes would show a bios bluescreen error message. No patient harm was reported.

Manufacturer narrative:
Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The nihon kohden (nk) employee field representative reported that the central nurses station's (cns) backup battery did not keep it powered on after they unplugged the unlimited power supply (ups). Then the cns would not boot past the windows bios screen and sometimes would show a bios bluescreen error message. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nihon kohden (nk) employee field representative reported that the central nurses station's (cns) backup battery did not keep it powered on after they unplugged the unlimited power supply (ups). Then the cns would not boot past the windows bios screen and sometimes would show a bios bluescreen error message. They tried hdd troubleshooting with both drives and bypassing the ups by plugging it in directly to the wall outlet, but the issue persisted. No device damage or patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As the hdd contains patient information, it is unlikely that the device is able to be inspected for corruption or errors. As such, the root cause cannot be determined. Based on the description provided by the customer, the device likely lost power, which resulted in damage to the hdd. The hdd was replaced to resolve the issue. Sudden power surges or outages can interrupt the normal writing or reading process on a hard drive, leading to data corruption. This is especially true if the hdd is in the middle of a critical operation. As this occurred when the ups was unplugged, it was likely that the ups was not charged. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints for the reported device. The following fields contain no information (ni), as attempts to obtain the information were made, but none were provided. Attempt #1 10/31/2023 emailed the nk employee for all items under the no information section. No reply was received. Attempt #2 11/07/2023 emailed the nk employee for all items under the no information section. They replied the information was unknown.

Event description:
The nihon kohden (nk) employee field representative reported that the central nurses station's (cns) backup battery did not keep it powered on after they unplugged the unlimited power supply (ups). Then the cns would not boot past the windows bios screen and sometimes would show a bios bluescreen error message. No patient harm was reported.